Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2011, fr995-27 tissue valve, implanted:(B)(6) 1999. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.